Manufacturer narrative:
(B)(4). Product has not been returned. Event date unknown. Product not returned to manufacturer.

Event description:
It was reported that the driver fractured during used.

Manufacturer narrative:
The hex driver (phd00n) was returned for inspection on (B)(6) 2018. Upon evaluation, it was determined that the driver tip was not fractured. The event reported in medwatch report (submitted on jun 1, 2018) no longer meets reportability requirements. No further medwatch reports will be submitted.